Event description:
No new event information has been received.

Manufacturer narrative:
Investigation, evaluation: the complaint device was not returned for an evaluation. No photograph was provided for review. A search of the north american distribution center (nadc) database shows that all devices from lot number 9366213 have been shipped. No similar product from the same lot is available for investigation. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. A review of the device history record for lot # 9366213 found there were no non-conformances. A review of complaint history records revealed no other complaints have been associated with the complaint device lot number 9366213. The instructions for use (IFU) states the following in consideration of the reported failure mode: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned. The event information states the device would not open or close during the second use. Investigation of returned devices for this same issue determined a likely cause is damage to the device, specifically the sheath, preventing the basket from opening and closing properly. There is no information related to device damage, so it could not be concluded this was the cause of the reported issue. The cause could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during ureteral stone extraction using ngage basket failed during 2nd use and would not open or close. No unintended section of the device remained inside the patient's body. There were no additional procedures required and no adverse effect to the patient due to this occurrence. Additional patient and event details have been requested.